Event description:
Reporter indicated, that a follow-up office visit with psychiatrist 13 days post implant, vns patient was noted to have a bad infection at both the generator and lead incision sites. Antibiotics were prescribed. The patient seen later that same day by surgeon, at which time the infection had reportedly worsened. The patient was hospitalized and treated with IV antibiotics. Further follow-up revealed that the infection had resolved. Both preoperative and intraoperative antibiotics were used at the time of intiial implant surgery, along with a course of postoperative antibody therapy. The ncp tunneling tool was used as a single-used only device during the implant surgery. The patient had not undergoing any surgical or dental procedures or invasive monitoring post implant or three months pre implant and is not implanted with any other devices.